Manufacturer narrative:
Results - is based upon evaluation of the returned sample and user facility information; testing of reserve samples. Conclusions - are based upon evaluation of returned sample and user facility information; evaluation of reserve samples. The involved device was returned and evaluated. Examination confirmed that: (1) the distal portion of the dilator had become completely separated; (2) the dilator edges adjacent to the point of separation appear jagged; and (3) intentional bending of dilator at various points along the remaining undamaged section did not produce any similar breakage. Thorough visual examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed there was no evidence of any abnormalities or defects. Physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed that performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The cause of the reported breakage & separation of the dilator tip cannot be definitively determined based upon the available information. There is no indication of an increasing trend for such breakage or relationship to a manufacturing process or material. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the tip of the dilator became separated from the device during preparation for use prior to a procedure. Communication with the user facility contact confirmed the following: (1) the tip of the dilator reportedly "broke" while being prepared for use; (2) the device was not used in the procedure; and (3) therefore, there was no patient involvement.